Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the venous saturation of oxygen values were being transferred from the cdi 101 monitor to the data management system on one of the pumps. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a pt as a result of this event.